Event description:
Customer reports 2 consecutive patient protime inr 6.7 and 7.0 vs lab inr 15. Patient was admitted to hospital and vitamin k administered. Patient now back within therapeutic range. Patient therapeutic range is 2.0 - 4.0 inr.

Manufacturer narrative:
Manufacturer's conclusion - manufacturer evaluation / investigation currently in process.